Event description:
Procedure type: low anterior resection. Patient: female. According to the reporter: the stapler didn't close properly the anastomotic lips. The surgeon had to use sutures to complete the procedure. The incision was extended about 1 cm for the suturing. The operating time was extended one hour due to this. No significant bleeding occurred. Patient is in well condition.